Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician in (B)(6) of peritonitis in a patient coincident to receiving dianeal pd4 bag therapy. Dianeal pd4, g-1.5% therapy was ongoing. In (B)(6) 2012, the patient was experienced and was hospitalized for turbid peritonitis effluent. The cause of the peritonitis was not reported. The patient continued therapy in the hospital and was discharged on an unreported date in (B)(6) 2012. On (B)(6) 2012, the patient was re-hospitalized for turbid peritonitis effluent. The patient continued treatment. On an unreported date, the patient was treated with antibiotics (mediation, dose, route and frequency was not reported). At the time of this report, the patient remained hospitalized. The physician stated the peritonitis was more likely related to the pd procedure and the patient's own condition.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.